Manufacturer narrative:
(B)(4): a visual examination of the returned device noted that the distal stent loops were protruding out through the crocheted stitches at the distal end, and the deployment suture thread was slightly frayed in appearance. It was possible to deploy the stent without any issue noted. Examination of the deployed stent noted no anomalies with its profile. A tactile examination of the delivery system noted a slight bend towards the distal end where the stent had been mounted. Based on the condition of the returned device and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the left inferior lobe of the bronchus during a bronchoscopy procedure performed on (B)(6), 2010, in order to treat a malignant stenosis. According to the complainant, during the stent placement procedure the deployment suture got stuck and the stent was unable to be deployed at all inside the patient. The device was removed from the patient without issue. No additional stents were available; therefore the procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Based on investigation results of stent partially deployed, this event has been deemed reportable. Additional follow up from the complainant stated that the physician checked the stent outside the patient, to see if it would deploy.